Event description:
Meter name: ot ultra, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: tired and dizzy. A pt reported they were unable to test and was seen in the ER. Their meter allegedly had no power. There was no result on their meter. The result on the ER meter was 168 mg/dl. The time difference between pt's meter and ER was unk. Treatment was an insulin shot. No further info has been reported.